Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient has not been feeling well. She stated her clinic informed her of remote monitoring transmissions showing electronic interference which is affecting the amount of tachycardia episodes recorded and also other readings. Additionally, there was a decrease this year of 3.5 years to 10 months for remaining longevity. A boston scientific technical services consultant identified noise on both channels which is occurring simultaneously. The consultant recommended troubleshooting to evaluate the leads. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient has not been feeling well. She stated her clinic informed her of remote monitoring transmissions showing electronic interference which is affecting the amount of tachycardia episodes recorded and also other readings. Additionally, there was a decrease this year of 3.5 years to 10 months for remaining longevity. A boston scientific technical services consultant identified noise on both channels which is occurring simultaneously. The consultant recommended troubleshooting to evaluate the leads. No adverse patient effects were reported.